Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had gas loss in iab circuit alarm.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusion), h11. A getinge field service engineer (fse) after checking according to the procedure described in the service manual that the equipment loses less than 20 psi after 5 min "9 psi is lost in 6* minutes". It was considered that there are no helium leaks. Equipment suitable for clinical use.